Manufacturer narrative:
The customer stated that the erroneously low magnesium results were generated as a result of a problem with the detergent pump, resulting in detergent being prevented from getting distributed to the system. As a consequence, the instrument was washing with only water. The customer performed troubleshooting on the instrument and reported that the issue was resolved. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue through troubleshooting and performing maintenance activities. In conclusion, the available information suggests that an unknown system malfunction occurred which prevented detergent from being distributed to the system. All medwatch reports associated with this event: 9612296-2014-00055; 9612296-2014-00056. The customer resolved the issue.

Event description:
The customer reported that the au5800 clinical chemistry analyzer generated erroneously low magnesium results for eighty (80) patients. However, the customer only provided details of fifty-six (56) erroneous results. The customer stated that the results were reported out of the laboratory and there was a change to treatment for one (1) patient. This report references the seventy-nine (79) patients who had no change or affect to treatment; please refer to medwatch report #9612296-2014-00056 for the report of the patient who had a change to treatment. There was no change or affect to treatment for the seventy-nine (79) patients referenced in this report.